Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, asr xl system. This dint is for the second revision. For first revision please see (B)(4). Awaiting response from crawfords re acetabular query and reason for revision. Update received: (B)(4) 2014 - added side hip: left, clarified implant dates, added reason for revision: alval / soft tissue reaction. Cup implant date: (B)(6) 2008. Xl products implant date: (B)(6) 2009. Update received: (B)(4) 2014 - added patient name, added patient ID (initials), added patient date of birth, marked as legal, added surgeons forename: dr (B)(6) , added further surgeons: dr (B)(6) / dr (B)(6) , cross referenced and added further reason(s) for revision: progressive tissue reaction due to metal abrasion particles and increased metal abrasion between socket and head: metallosis.

Event description:
Asr revision; asr xl system; reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision,. Asr xl system. This dint is for the second revision. For first revision please see (B)(4). Awaiting response from crawfords re acetabular query and reason for revision. Update received: 7th march 2014 - added side hip: left, clarified implant dates, added reason for revision: alval / soft tissue reaction. Cup implant date: (B)(6) 2008. Xl products implant date: (B)(6) 2009.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.